Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the irrigation lumen was blocked.

Event description:
It was reported that the irrigation lumen was blocked.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. When a 12cc slip tip syringe was used to attempt to irrigate the returned amber lubricath irrigation foley catheter, there was no irrigation. On closer examination, it was found that the irrigation eye was not punched. The device failed to meet specifications as per procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.